Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient had a kinked catheter. The patient allegedly experienced pain. No medical intervention reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "bard® latex-free urethral catheterization tray with preconnected drain bag 772514 plastic catheter 16 fr. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Contents: plastic catheter, 16 fr., preconnected to closed system collection bag (1000ml approx. Vol.) Uro-prep¿ tray with: underpad, drape sterile: contents of inner wrap are sterile unless package is opened or damaged. C. R. Bard, inc. Covington, ga 30014 1-800-526-4455 www.bardmedical.com manufactured in mexico povidone-iodine swabsticks (3) specimen container and label graduated collection container latex-free gloves (2) lubricant packet directions for use on reverse side. Single use only. Do not resterilize. For urological use only."

Event description:
It was reported that the patient had a kinked catheter. The patient allegedly experienced pain. No medical intervention reported.